Event description:
The following information was reported to kci by the physician: the patient exhibited an infection. The wound was irrigated with saline, and wet to dry dressings were applied. On (B)(6), 2010, the wound was debrided and sutured. The patient was noted as "recovered." Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.